Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml morp hine at "2.3" via an implantable pump for non-malignant pain it was reported that when the patient was laying on her back, the pump was uncomfortable. The pump was then moved from their back to the left side of the abdomen. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. No diagnostics were performed. The issue was considered to be resolved and the patient was noted to be "alive - no injury". No further issues were reported or anticipated.